Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device at the product assessment center (pac) and observed that the device would not power on when lid opened. The cause of the reported issue was isolated to the reed switch sw5, but further root cause is undetermined. The customer received a replacement device. The customer¿s device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when lid opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.